Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead was unable to be implanted and the physician felt that the lead was not responding normally as usual. No additional information was given regarding the issue. The lead was not used and replaced during procedure. The patient was stable.